Event description:
Procedure: lap donor nephrectomy. According to the reporter: the stapler did not fire. When it was opened, it looked as though it cut but no staples were present. After the procedure and upon examining the cartridge, it looked like the cartridge only fired half way. When the stapler was removed from tissue, abnormal bleeding occurred, no transfusion needed and amount of blood loss was not known. Normally the amount of time is 45 seconds from clamping the artery to removal of the kidney but in this case a total of 4 minutes lapsed.

Manufacturer narrative:
.